Event description:
Related manufacturer report number: 2017865-2023-37309, related manufacturer report number: 2017865-2023-37310. It was reported that the patient presented with infection. The implantable cardiac defibrillator, atrial lead, and right ventricular lead were explanted. The patient was in stable condition.